Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited noise over-sensing, which had a similar pattern to myopotentials. Programming changes were made. There were no patient consequences, and the patient would be followed up to discuss potential lead revision.